Event description:
It was reported that the device was found to be post paced t wave oversensing. Programming changes were recommended and the patient will be continued monitoring for further instances.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.